Event description:
It was reported that ongoing occlusion alarms occurred. Customer's blood glucose was 300 mg/dl. Reportedly, the customer went to a healthcare facility to treat their elevated blood glucose where their diabetes management was modified. No additional information was provided on additional treatment received at the healthcare facility and patient's current status.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned